Event description:
Following an uneventful endometrial ablation, physician noted a uterine perforation and damage to the surrounding tissue, which were subsequently confirmed laparoscopically. Additional surgical intervention was required. Pt is recovering normally.